Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1500 mg/dl, causing them to "to pass out". Cause of high bg was not known. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, and was "temporarily put on a pacemaker after being resuscitated" due to their "heart stopping". Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.